Event description:
It was reported that two roller pumps had problems with tube guide rolls not working and thus shaving the tubing in the raceway. The tubing did not burst and no pt injury was reported. The problem was addressed during preventive maintenance.

Manufacturer narrative:
In the pump head of a roller pump the tube is fixed between guiding pins/tube guide rolls which orientate the tube. Too high friction in the rolls increased the friction and wear on the tube by the rolls. We have been informed about stuck tube guide rolls that could cause severe shaving on the tubing in the raceway. A pump with similar failure has been disassembled and it was noted that particles e.g. Dirt and blood accumulate in the tube guide rolls. Due to that, the tube guide rolls cannot roll smoothly and finally they can get stuck. A field action has been initiated to improve the service and the cleaning instructions for the tube guide rolls. Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care,foreign country. Mfg facility provides product failure investigation, analysis and resolution for the device described in this report.